Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient began treatment with amikacin injection (1g, once daily, ongoing), ceftazidime injection (1g, once daily, ongoing) and heparin injection (1000 iu, once daily for 5 days, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that 19 days after event onset, antibiotic therapy was discontinued and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.